Event description:
It was reported that the pt presented with mechanical thigh pain and groin discomfort. On x-ray, part of the femoral component appeared not be solidly ingrown. Revision surgery to be scheduled.

Manufacturer narrative:
Device remains implanted at this time, and is not available for eval.